Event description:
Vascular occlusion [vascular skin disorder]. Case narrative: on 09-jul-2026, the mhra (medicines and healthcare products regulatory agency from united kingdom) notified teoxane geneva about an adverse event reported by a health care professional (uncertain if the reporter was the injector). The later reported the case directly to the mhra on 04-feb-2023. According to the information received from the mir shared, a patient was injected by a health care professional on (B)(6) 2022 with rha 2 in the lips using a 25g cannula (no further information). A vascular occlusion occurred during the lip enhancement (on (B)(6) 2022). As a corrective action, the patient received hyalase and aspirin. The outcome was not provided. A duplicate check of the cases was conducted in our database to ensure no report had already been received for this case in the past confirming that this was the first report. In the absence of submitter¿s details in the report shared, we were not able to retrieve further information. The complaint was considered closed. Of note imdrf codes used in the mir report shared by the mhra were: patient-device incompatibility (a0101): on our side we do not consider this code as part of our assessment as vascualr occlusions do not result from interaction between the patient's physiology or anatomy and the device, but rather from the injection technique (injection into a blood vessel). Ostruction of flow (a1409): on our side we do not consider this code as part of our assessment as no obstruction occured within the device component. We rather use a2303 improper or incorrect procedure or method as vascular occlusions result from a device misuse (injection in a blodd vessel while "do not inject into a blodd vessel" is mentionned in the product instruction for use). Embolism/embolus (e0503): on our side we rather use the code e050302: foreign body embolism. Device explantation (f1903): on our side we do not consider device dissolution with hyaluronidase as being an invasive procedure. For this reason, this code will not be kept in the manufacturer mir report. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products.this is default text configured for block h10.